Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient implanted with an impella cp exhibited a hematoma at the left groin impella access site with a " probable" relationship to the impella device used. A femstop was placed on the left femoral artery to manage hemostasis. Post procedure pulses became thready and the patient was positive for persistent sciatic artery ischemia. The patient received a thrombin injection, pulses became normal, and the patient was cleared for discharge.